Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels since yesterday. Customer changed the quick set. Customer's blood glucose level went up to 587 mg/dl this morning. Customer does not know why their blood glucose levels are high. Customer has treated for their high blood glucose levels. Customer also has a back-up plan. Customer stated that the drive support cap is flush. Customer declined to continue troubleshooting for high blood glucose levels. Customer stated that the drive support cap was damaged near the dome sticker on the bottom of the pump. Customer's blood glucose level was 598 mg/dl. Customer stated that sometimes he will run high when he has a cold or if he is not paying attention when it comes to changing the quick set. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.